Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up an alert for out of range pacing lead impedance. Episodes of noise on the ventricular channel were also noted. Hv therapy was turned off. Patient will be followed-up closely. Patient condition was good.